Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: pacemaker failure due to loss of fluid seal in a patient with a 5/6mm pacemaker header port and a 5mm unipolar lead. Indian pacing and electrophysiology journal. 2013;13(6):217-220. Concomitant products: product ID ssr306. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this implantable pulse generator (ipg) and implantable pacing lead. It was reported that there was atrial non-capture and pauses due to a blood leak with subsequent corrosion of the connector block. The blood leak was reported as a result of the connector port combination with a lead connector pin. The device was explanted and replaced and the atrial lead was capped and replaced. No patient complications have been reported as a result of this event.